Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the video connector had worn out due to repeated use for a long time, resulting in a video connector failure because more than 7 years have passed since the delivery of the device. For this reason, contact failure with the scope occurred, and the image was not displayed. It was also presumed that the components on the boards failed due to aging, then the image was not displayed.

Manufacturer narrative:
Local service department checked the subject device and found that no image was shown due to circuit board failure, cracks in the video connector socket case, and terminal corrosion of the video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that before the procedure, there was image issue. The event date was unknown. During the incoming inspection for repair at local service department of olympus on july 12, 2021, it was found that no image was shown when connecting endoscopes evis exera I, ii, and iii series. There was no report of patient injury associated with the event.